Event description:
Rptr writes, "I am writing this letter to file a complaint regarding a particular laser and to inform you of a possible health risk from this device. I purchased a hgm k-1 krypton laser for use in my office in june of 1997. From the date of delivery my unit has been totally unreliable in delivering laser energy especially in the yellow wavelength. The co has subsequently been out to repair the laser and even replaced my original unit with a replacement. The replacement laser also malfunctioned and never performed reliably despite multiple svc visits repairs and replacement of the laser tube. I have not used the unit on pts for over a year now. I have subsequently become aware of at least 3 other physicians who have experienced almost identical problems with their lasers. Two of these physicians actually burned pts after their lasers were repaired and the lasers delivered more laser energy than indicated on the laser control. Obviously, the laser design appears to be flawed resulting ineffective treatment at best, and dangerous and unreliable results at worst. I believe that this laser represents a health risk and at best is an ineffective medcical device. I believe that your organization needs to thoroughly investigate this problem and take quick and appropriate action."